Event description:
It was reported that the patient was attending a routine clinic visit and could not be connected to the heartmate touch. The heartmate touch was not recognizing that the controller was connected. Troubleshooting was performed by using another heartmate touch unit which was unsuccessful. Technical services were contacted to confirm suspicion that there was damage to the white lead causing the connection issues. The patients controller was exchanged, and the issue was corrected.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues between the system controller and the heartmate touch along with damage to the white power cable was not confirmed. The provided information indicated the heartmate ii system controller was exchanged and the issues resolved, but the system controller will not be returning for evaluation. The ¿inside gold connector pieces¿ of the white power cable were reported to be damaged; however, no photos of the damage were available. A root cause for the communication issues was not conclusively determined through this analysis; however, the damage to the white power cable connector may have contributed. A root cause for the damage to the white power cable connector was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate ii system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 28jul2020. The heartmate ii instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate ii instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller power cables. The heartmate ii patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The inside gold connector pieces of the white lead were damaged.

Manufacturer narrative:
B5: additional information no further information was provided. The manufacturer is closing the file on this event.